Manufacturer narrative:
Received: two (2) new. List #425900405, transpac¿ IV trifurcated monitoring kit 60 inch, 3 disposable transducers, 3 3 ml squeeze flush, macrodrip (pole mount); lot #13946836 two (2) new. List #425900405, transpac¿ IV trifurcated monitoring kit 60 inch, 3 disposable transducers, 3 3 ml squeeze flush, macrodrip (pole mount); lot #13723036 one (1) new. List #425900405, transpac¿ IV trifurcated monitoring kit 60 inch, 3 disposable transducers, 3 3 ml squeeze flush, macrodrip (pole mount); lot #8602121 eight (8) new. List #425900405, transpac¿ IV trifurcated monitoring kit 60 inch, 3 disposable transducers, 3 3 ml squeeze flush, macrodrip (pole mount); lot #14292629 one (1) new. List #425900405, transpac¿ IV trifurcated monitoring kit 60 inch, 3 disposable transducers, 3 3 ml squeeze flush, macrodrip (pole mount); lot #5206361 three (3) new. List #425900405, transpac¿ IV trifurcated monitoring kit 60 inch, 3 disposable transducers, 3 3 ml squeeze flush, macrodrip (pole mount); lot #14228647 two (2) new. List #425900405, transpac¿ IV trifurcated monitoring kit 60 inch, 3 disposable transducers, 3 3 ml squeeze flush, macrodrip (pole mount); lot #13998561 eight (8) new. List #425900405, transpac¿ IV trifurcated monitoring kit 60 inch, 3 disposable transducers, 3 3 ml squeeze flush, macrodrip (pole mount); lot #14035672 visual: the reported samples of twenty-seven (27) new list #425900405, transpac¿ IV trifurcated monitoring kits were received for evaluation. No visual anomalies were observed on the returned sets. Functional: when the returned sets were primed and pressure leak tested (equipment cal ID: p-1g-079) per psp.x.mk, no leaks were observed on all the sets. All the products had performed per the specifications. The complaint could not be confirmed. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. No visual anomalies were observed on the returned sets. When the returned sets were primed and pressure leak tested, no leaks were observed on all the sets. All the products had performed per the specifications. Without the return of the reported sample, the complaint could not be confirmed. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a transpac¿ IV trifurcated monitoring kit 60 inch, 3 disposable transducers, 3 3 ml squeeze flush, macrodrip (pole mount) where it was reported the clinician observed blood had started to back flow into the pulmonary artery (pa) line and began to leak from a crack/hole on the distal stopcock. There was patient involvement and no adverse event/patient harm.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned; however, it has not been received. Without the returned device, a probable cause is unable to be determined.